Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The reported foot retraction issue was not confirmed. The stuck (entrapped) device was confirmed. The investigation determined the reported foot retraction issue, stuck (entrapped) device and treatment of surgical procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial medwatch report, additional information was received with correction to event description: the sheath size at proglide insertion was 6f. Reportedly the proglide lever was returned to the original position but the foot plate did not retract and became stuck in the patient anatomy. A surgical cutdown was performed to remove the device and achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide footplate partially broke off in the vessel and no other device would catch or hold. A cutdown was performed to remove the piece of footplate and to close the artery. There was a clinically significant delay in the procedure due to the surgical cutdown to close the artery. There was no harm to the patient. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.